Event description:
The user facility reported to baxter that the device would not infuse the amount entered during their bio medical testing. There was no patient involvement. Baxter tried to obtain additional information as to whether this was an alleged over delivery, under delivery or non delivery. The user facility representative did not know this information and was unable to furnish baxter with additional information. Baxter requested that the device be returned to their product analysis laboratory for investigation and during this evaluation, it was determined that the device over delivered.

Manufacturer narrative:
Evaluation summary: accuracy testing was performed on continuous mode at 9.9ml/hr and delivered a +9.19%. Accuracy specifications is +/- 8%. The customer's pump mechanism was inspected. The reported condition was confirmed by duplication due to a gap on the pump mechanism. The mechanism assembly was replaced to correct the reported condition and the device was returned to the customer.